Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02469. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its current location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured instrument was received from a distributor. It is unknown when the device fractured. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 visual examination of the provided pictures identified sign of use and noted to worn out. But no fracture was noted. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. Complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.